Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe stopper damaged ¿ which caused the leakage during the syringe usage. The occurrence reported from this complaint will be monitored for trend evaluation.

Event description:
It was reported that medication leaked past the stopper on the bd plastipak syringe luer-lok. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked past the stopper on the bd plastipak¿ syringe luer-lok¿. There was no report of exposure, injury, or medical intervention.